Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A patient's peritoneal dialysis nurse reported a fluid leak during treatment. The patient cancelled treatment. A follow up call was made to the patient's nurse who reported that there was no patient injury related to the fluid leak. No prophylactic antiobiotics were provided. The set was discarded.